Manufacturer narrative:
A supplemental MDR is being submitted for reference of mfg. Report number and the article bibliography. This report is 1 of 2 being submitted for this complaint. Reference mfg. Report no. 2015691-2024-02605. Bibliography: conzelmann, lars, et al. "Valve-related complications in tavi leading to emergent cardiac surgery." The thoracic and cardiovascular surgeon 71.02 (2023): 107-117.

Event description:
As reported through a european journal article, 'valve-related complications in tavi leading to emergent cardiac surgery'. The article is based on annual reports from the german institute for quality assurance and transparency in healthcare as it was reported that the number of transcatheter aortic valve implantation (tavi) rose in 2012 and in 2019. These patients received a sapien 3 valve. This complaint is for a patient who during tavi with a sapien 3 valve, the pacemaker was accidentally turned off during the rapid pacing period while the balloon with the bioprosthesis was inflated in the aortic annulus. The valve was 'ejected' into the ascending aorta. The patient's circulation remained stable, and the valve was retracted with the delivery system and implanted further downstream into a suitable descending aortic segment (ectopic implantation). A second edwards sapien 3 valve was then implanted through the first one uneventfully. At the end of the procedure, the patient was transferred for post-management care. A chest x-ray later revealed that the primary valve had moved backward into the aortic arch. Most likely, the retrograde valve migration in the descending aorta happened during diastole. The patient was scheduled for open aortic arch surgery. The valve in the aortic arch was removed via aortotomy under hypothermic circulatory arrest. The patient recovered without incident and was discharged on day 9.

Manufacturer narrative:
The type of thv valve is unknown; however, these are the possible 510k number for sapien 3 and sapien 3 ultra: p130009, and p140031. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to embolization of the device, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy (in aortic position), minimally or bulky/severely calcified leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and inaccurate measurement of the landing zone, a landing zone with an elliptical shape, and valve under or oversizing. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the native valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedurespecific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for embolization, a balloon valvuloplasty may indicate potential balloon movement during valve deployment. Per the instructions for use (IFU), valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement (thv). According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the leaflets, inaccurate measurement of the landing zone, a landing zone with an elliptical shape, and valve under or oversizing can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the ventricle. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Per article, investigation results suggest there are several reasons for an embolization of a transcatheter heart valve (thv), such as valve malpositioning in the annulus, especially when a wrong implantation height was chosen, or when a high implantation is anticipated in order to avoid conduction disturbances requiring permanent pacemaker implantation. Other causes are sizing error, lack of or unfavorable calcification in the landing zone, loss of rapid pacing with consecutive systolic ejection of the valve mostly into the aorta, post dilatation of the implanted prosthesis, accidental release, unexperienced implanter, or after cardiopulmonary resuscitation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.